Event description:
It was reported that the asymptomatic patient presented in-clinic for follow-up with post-paced t-wave oversensing. Oversensing was noted on the real-time egm. The device was reprogrammed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.